Event description:
Katena titanium eye instruments were inspected. Defects were noted on some of the new titanium instruments that had not been used during a surgical procedure. The findings were concerning since the instruments were new. The defects could potentially cause patient harm. The katena rep was notified of this issue. FDA safety report ID# (B)(4).